Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was displaying error code 46440. The event occurred during self-test. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of "error code 46440" confirmed through event log. Error was unable to be duplicated through pvt (performance verification testing). Upon further investigation, found uso (upstream occlusion) seal buckling. Replaced uso seal. Found dso (downstream occlusion) seal delaminating, replaced dso seal. Performed dso/uso calibration and occlusion tests. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.